Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used a transit microcatheter for extra support for the st. Jude medical treasure .018 guidewire in attempting to cross/access the target lesion. The target lesion was the left coronary artery which was totally occluded. While advancing the microcatheter to the target lesion, the physician felt strong resistance/friction between the guidewire and the microcatheter and it became stuck. The physician replaced the microcatheter with another product and was able to complete the procedure successfully. There was no reported patient injury. It was reported that an adequate continuous flush solution maintained through the microcatheter. Inspection of the returned product indicated that the luer hub of the catheter was missing. With follow-up investigation it was reported that there was no report or indication of a luer hub separation, no information regarding what occurred that led to the missing luer hub, or when it occurred. The product was returned for inspection. A non-sterile microcatheter was received coiled inside of a plastic bag. The microcatheter's hub was not received; microcatheter was broken in the proximal side. Compressed and kinked sections were noted in the microcatheter shaft. The broken section was inspected and with unaided eye it appears to have been cut as no elongation was noted. Residues of blood were noted over the microcatheter shaft. The ID of the microcatheter was measured and was found within specification. The broken section was inspected and it appears as if it was cut using a sharp object; it presented several cuts in approximately 1cm from cut end. Even with the damages found in the device; a 0.018" guidewire cordis lab sample was inserted by distal end and it only advance 57cm, then the guidewire was removed and was inserted by the cut section and it stuck at 101.5cm. Microcatheter was cut at 58 cm from distal end, then the guidewire was inserted in both section and at this time residues of blood came out. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15134728 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inner lumen resistance friction was confirmed. With functional analysis it was due to excess of blood in the inner lumen. Although it was reported that an adequate continuous flush was maintained, based on the analysis it is possible that procedural factors related to this requirement as outlined in the instructions for use contributed to the reported resistance/friction. There is no indication that it is related to the manufacturing process. Due to the lack of information, no conclusion can be made regarding the timing and cause of the missing luer hub. However, this finding which would have been readily evident to the user was not reported by the user; and based on the appearance of it having been cut there is no indication of any relationship to the manufacturing process. No conclusion can be made regarding the damages noted on the returned device. Procedural factors and vessel characteristics may have contributed to the reported resistance/friction. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used a transit microcatheter for extra support for the st jude medical treasure .018 guidewire in attempting to cross/access the target lesion. The target lesion was the left coronary artery which was totally occluded. While advancing the microcatheter to the target lesion, the physician felt strong resistance/friction between the guidewire and the microcatheter and it became stuck. The physician replaced the microcatheter with another product and was able to complete the procedure successfully. There was no reported patient injury. Inspection of the returned product indicated that the luer hub of the catheter was detached. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.